Event description:
The manufacturer received information alleging patient's machine is giving off an electrical odor. Patient is experiencing dry mouth , headaches, restlessness, and fatigue. Patient does not have any access to a temporary machine and is in need due to her sleep apnea. Device has strange odor, burning/smoke/electrical odor, headache related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of dry mouth, headache, restlessness and fatigue. Patient does not have any access to a temporary machine and is in need due to her sleep apnea. Device had strange odor, burning/smoke/electrical odor. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer inspected externally and internally observed dirt like material on the top enclosure, dust like material on the ui panel, air inlet of the blower box and on the top of the blower motor and the motor seal. Black dust like material inconsistent with degrdaed sound abatement foam, on the bottom enclosure. Black contamination, consistent with keratin at the air outlet of the blower box. Mineral like deposits on the blower and in the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. There was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external to the device.